Manufacturer narrative:
No malfunction suspected. The end user reported while operating the power wheelchair on a sidewalk, the end user leaned over the side of the power wheelchair over to pick up an object and fell. The end user was not wearing the seat belt. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: do not reach over the back of the chair or lean excessively forward or sideways." And "[t]o reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
While operating the power wheelchair on a sidewalk, the end user leaned over the side of the power wheelchair and fell.